Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. On (B)(6) 2025, the recipient's device was repositioned. Fibrous tissue was noted during surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully reactivated with satisfactory sound quality and no facial nerve stimulation. The recipient will be followed per center's protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues, facial nerve stimulation (fns), and electrode migration. A CT scan revealed electrode migration. Programming adjustments have been made however the issue did not resolve. Repositioning surgery has been scheduled.